Manufacturer narrative:
Many good faith efforts were made to obtain additional information from the customer; however, there was no response.

Event description:
The customer reported a proximal failure alarm. There was no patient involvement. The customer spoke with a remote service engineer (rse) and confirmed the presence of this error in the logs. The rse advised the customer to replace 2 solenoids and the data acquisition (da) board.